Manufacturer narrative:
H3 device evaluation - device evaluation was not possible as it was discarded by the hospital. Review of device history records and part/lot specific complaint history was not possible without part and lot identification. Two-year complaint history review did not reveal a trend for reports of this nature for the family of reform ti modular cannulated screws. No corrective action is recommended at this time. This report is number 4 of 4 mdrs filed for the same event (reference 3005739886-2023-00051).

Event description:
It was reported that the patient underwent initial procedure in australia on an unknown date, utilizing the reform ti modular cannulated pedicle screw system. Subsequently, the patient presented with pain and instability and x-rays found four broken reform ti modular cannulated screws (39-sk-xxxx). Revision was performed on (B)(6) 2023 during which a tlif cage was removed (non-fusion) and replaced with a stand alone alif. The patient was then turned, and the broken screw heads were removed via a posterior approach. The screw pieces removed were discarded in central sterile at the facility.